Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump touchscreen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-200 mg/dl.